Manufacturer narrative:
Results, conclusion: device inspected before use with no issues noted - damage most likely occurred during attempted use of device in 70 % stenosed vessel, device or procedural images not returned for review. (B)(4).

Event description:
An attempt was made to treat a lesion with 70% stenosis using endeavor resolute drug eluting stent. It was reported that the physician attempted to inflate the balloon at the target lesion (lad-2nd om) and it was noted that the balloon had burst at the proximal end. The device was removed from patient. The device had been inspected and prepped prior to use with no issues noted. No reported patient complications. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation), related to another drug/device (previously deployed stents in the target lesion), deformation problem. Conclusion: known inherent risk of procedure (stent deformation), operational context caused or contributed to the event (previously deployed stents in the target lesion). (B)(4).

Event description:
Evaluation summary: the distal tip was flared. The balloon pillows were partially opened and there was blood evident in the inflation lumen and distal pillow. Negative prep confirmed the presence of a leak. On pressurization of the device a leak was detected on the proximal balloon cone. A short longitudinal tear with a lead in scratch on the distal side was visible on the outside of the balloon pillow fold. The edges of the tear were jagged and uneven. The 1st three proximal stent segments were deformed with a number of struts raised. A number of struts on the 1st distal segment were partially raised and deformed. The remaining segments were intact. Image review the image shows two previously deployed stents in the vessel; one deployed in the proximal section and one in the mid to distal section. The physician appears to be attempting to bridge the two previously deployed stents with the 2.25 x 30mm endeavor resolute stent.